Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported that needle 23x1 rb pulled out of the hub and broke. The needle stuck in the patient and the patient went to the emergency room. The following information was provided by the initial reporter: "it was reported that customer has a needle stuck in his body."